Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was unknown at the time of the report. She said she felt like her blood glucose levels were high and treated herself with a manual injection. Standard troubleshooting was performed. The customer was not using the insulin pump for a month or two prior to the alarm because she did not have supplies. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.